Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received and the evaluation was completed. A visual inspection with the naked eye noted the silicone tubing was separated from the female connector. There was evidence on the tubing that it had been connected to the female connector. The tubing to the female connector is a friction fit and not a solvent bond; therefore, a strong tug of the tubing could cause separation. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and white twist sleeve of a minicap transfer set which resulted in a leak. It was further described as "fluid leakage in the abdominal cavity with the lower part of the regulator falling out of itself". This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.